Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped but the event occurred after entering their bolus amounts. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 117 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the act and down buttons did not respond due to corroded keypad traces. No button error alarm noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.